Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The manufacturer's field service engineer (fse) was dispatched to repair a constant alarm of co2 rebreathing and found the unit system leak test failed. The fse replaced the gas delivery system (gds) to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record. Complaint trends will continue to be monitored.

Manufacturer narrative:
The gas delivery system (gds) was returned to the manufacturer for failure analysis. The customer complaint was verified. Root cause is failure of both flow sensors, in both cases caused by failure of u1 due to drift.

Manufacturer narrative:
During the evaluation, the field service engineer resolved the co2 rebreathing error be replacing the gas delivery system and found the unit then failed the system leak test. The fse replaced the blower assembly and the motor controller pcba to resolve the reported issue. The blower motor assembly and motor controller board were returned to the manufacturer for failure analysis. The blower motor assembly and motor controller board were tested, and the customer complaint cannot be verified. Returned mc and blower passes all testing. No-fault found.

Event description:
It was reported to philips by a customer that the unit had a constant alarm of co2 rebreathing. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.